Event description:
Patient received several inappropriate shocks. Review of the stored egms revealed t-wave oversensing diagnosed by the device as vt/vf. There was also a sudden decrease in r-wave amplitude, following an increase in lead impedance. Fluoroscopy showed that the lead had dislodged.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.